Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA device received in a condition which made analysis impossible. Unable to test because returned test strips had been previously dosed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 300 mg/dl (aviva meter) and 98 mg/dl (emergency room's meter). No adverse event reported. Return of the suspect device was requested for evaluation.